Event description:
It was reported by service report that the unit is going down the stairs too fast. After evaluation, the service technician determined that there were no defects or malfunctions. No pt involvement or adverse consequences are reported.